Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon investigation, stryker observed that their device would not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and determined that the cause of the reported issue was isolated to the reed switch, sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon investigation, stryker observed. That their device would not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.